Manufacturer narrative:
(B)(4). Correction: during troubleshooting, it was noted that the nurse disconnected the patient during therapy when air was noticed in the line without using proper disconnection techniques. Disconnecting improperly is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies and for returning to therapy after the emergency disconnect procedure. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in tubing) peritoneal dialysis (pd) therapy. The patient was connected at the time of the alarm. There was nothing unusual found during troubleshooting that would cause or contribute to the alarm. The patient was to complete therapy using new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.